Manufacturer narrative:
On 8/6/2020, ticket numbers csh-19346 and 234905 were generated by the FDA due to acknowledgements issues on establishment registration 3010805625 filings received in before the 30-day filing requirement. FDA has not resolved this issue. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges using her heating pad while in a chair in her bedroom and received a burn on the back of her neck. There was not a report of property damage with this incident.